Event description:
The customer reported, there were intermittent potentiometer failure error messages and collimator iris error messages. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced and aligned the collimator. The system operates as intended.